Event description:
Procedure proceeded normally until surgeon required the use of an endoscope curved intraluminal staple size 29 mm. Surgeon inserted device into patient and attended to fire the stapler. Upon removing stapler from patient, surgery stated it appeared to not fire correctly.